Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had unsatisfactory stimulation despite multiple reprogramming sessions; the patient reported improvement, but not full resolution of symptoms. It was noted that the event was related to the device or therapy, not related to the implant procedure, and not due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2018. Interventions taken included reprogramming the entire system on (B)(6) 2018 and (B)(6) 2019. The outcome of the event was noted to have been ongoing. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was reported that additional interventions taken included explanting and not replacing the system. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the cause was not determined.